Manufacturer narrative:
The review of the prismaflex m100 set ckt device history record and complaint history files for lot number 14h1803g shows that there is no manufacturing anomaly and no similar complaint regarding this lot number. The prismaflex m100 set ckt was discarded and not available for inspection. Pictures of the involved product were provided but no damage could be identified and it was not possible to determine the root cause of the event from those pictures. No leakage was reported during the priming or prior to starting the treatment. The exact root cause of the event remains unknown.

Event description:
At the initiation of the crrt treatment, an external blood leak was identified at the connector of the arterial line. The patient had an estimated blood loss of 5 ml. Treatment was stopped and restarted with a new filter set. The patient was not symptomatic and did not require any medical intervention.